Event description:
The customer alleged they received questionable carcinoembryonic antigen (cea) results for one patient on their e-module. The patient's initial cea result was 31.46 ng/ml and it was reported to the doctor. The sample was repeated on (B)(6) 2014, and the results were 0.545 ng/ml and 0.554 ng/ml. On (B)(6) 2014, the patient had a second sample tested and the initial result was 1.02 ng/ml. The initial result was reported to the doctor. The sample was repeated and the results were 0.273 ng/ml and 0.302 ng/ml. The patient was not adverse affected by this event. The cea reagent lot number was 174099. The expiration date was requested but not provided. The field service representative went on site. A performance test was done.

Manufacturer narrative:
This event occurred in (B)(6). The specific part number involved in this event was requested but not provided.

Manufacturer narrative:
A definitive root cause could not be determined. There was scattering in the quality control results, which might happen for cea if the analyzer is not well maintained. The calibration data was inconspicuous and there were no indications of a general reagent issue. The alarm trace did not have any relevant alarms for the time of the event. All the remaining data were within specification. The hardware check list stated the bead mixer was bent. The field service representative replaced the bead mixer.